Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/7/2021 it was reported by a sales representative via email that an ar-9236- 01pp univers vaultlock¿ glenoid trial, small broke while attempting to remove it. Surgeon was able to retrieve all broken fragments without complications. Also, ar-9233 guide broach broke while prepping the glenoid and surgeon use another back up broach to complete procedure. This was discovered during a procedure on (B)(6) 2021. No patient was affected.